Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mn9k, implanted: (B)(6) 2015, product type: lead . (B)(4).

Event description:
The consumer reported that there was a loss or change in therapy. The patient was feeling stimulation. The patient was extremely physically active. The amplitude was increased and the patient felt stimulation in the correct area. At the beginning of the session, the patient was at 0.8 volts and increased to 1.2 volts, which was still comfortable. The patient was going to use the patient programmer to increase settings to determine if higher setting helps with symptom control. If needed, they would switch to a different program. Prior to the call, the patient had only used the patient programmer twice since the implant. The reported symptom was leakage. This was considered a sudden change in therapy/symptoms. There was intermittent control since the implant. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.